Manufacturer narrative:
Concomitant medical products: serial# (B)(4) ; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of their pacing leads has an impedance issue and is being monitored. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.